Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by arthroscopy, sports medicine, and rehabilitation titled "full-thickness gluteus medius tears with or without concomitant hip arthroscopy: minimum 2-year outcomes using an open approach and contemporary tendon repair techniques." The study reviewed one hundred thirty-six (36) patients who underwent hip procedures using arthrex swivelock to treat muscular tendon instability. One (1) patient had a revision during the forty (40) month follow-up period. Ref: maldonado, d. R., et al. (2020). "Full-thickness gluteus medius tears with or without concomitant hip arthroscopy: minimum 2-year outcomes using an open approach and contemporary tendon repair techniques." Orthop j sports med 8(7): 2325967120929330.